Event description:
Leakage from the reservoir compartment. Customer stated that while troubleshooting she found that she was experiencing high blood glucose. Customer changed her reservoir and infusion sets and had not had any further complications with the reservoir leaking. No add'l details were provided.